Manufacturer narrative:
B6: the genomic dna sample was sent to grifols ih center for dna sequencing of gypb exons 1-2, 4-6 and pseudo-exon. A new variant on intron1, gypb:c.37+4_37+8del, was detected. This variant is not described in the literature, but in concordance with serology data, it should be a null allele and s- negative phenotype. ID core xt predicted genotype result is gypb*s, gypb*s with a predicted phenotype s+ (upper case) s+, which is discrepant with serology s-. This false s positive result obtained by ID core xt is considered a discrepant result and then a malfunction limitations 1 and 10 described in the ID core xt package insert cover this limitation.

Manufacturer narrative:
The investigation is still on-going. No conclusion is available for this malfunction.

Event description:
The customer reported a possible discrepancy. The serological phenotype was s- but when tested with ID core xt resulted phenotype was s+.